Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Another manufacturer¿s left contralateral limb and distal right iliac extension were also implanted. It was reported that during implant of main body, the patient had a cardiac arrest. The guide wire caused damage to the left ventricular wall which led to a cardiac tamponade. The device was implanted, and open chest surgery was immediately performed for investigation of the exact cause of this case. An oxygenator was put on the patient and the damaged left ventricular wall was repaired. After that, normal implant of stent graft was carried out. No additional clinical sequelae were reported. The patient is being monitored by the physician and is doing fine. The physician commented that the event was caused because the guide wire was pushed harder than expectation during implant of main body.

Manufacturer narrative:
(B)(4).